Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4003m58 lead, implanted: (B)(6) 1994. (B)(4)

Event description:
It was reported that there was low impedance, small p-waves, and inconsistent thresholds. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.